Event description:
Boston scientific crm received information that one day post-implant with this pacing system, the patient returned due to dislodgement of the right atrial (ra; 4136) lead. During the revision procedure, the ra lead was removed from the device and fluid was noted on the lead. The lead was repositioned, and when checked on the pacing system analyzer (psa), measurements were within normal range. This ra lead was inserted into the original device header, and when measured through the device, impedance values exceeded 2500ohms. Results were the same after a second test. The lead was removed from the header and retested with the psa, a normal value of 470 ohms was measured. The lead was reinserted and again with >2500 ohms value in the atrium. The device was replaced, and the original ra lead was successfully reconnected to a new device.